Manufacturer narrative:
Follow-up #1: date of submission 09/26/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/01/2017 with the following findings: during investigation, the pump powered on with a blank display. The pump was opened and a damaged display screen was observed. A test display was installed and the display functioned appropriately. The complaint of a blank display was confirmed with investigation.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging half of the display screen was blank/text missing. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.